Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir was leaking. Patient involvement unknown.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 2183161-2024-00058. Please reference file mrn 3012307300-2024-00056 for all details pertinent to this event.

Manufacturer narrative:
D9: date returned to mfg.: 1/3/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the enclosure was cracked around the quick connect, main block was missing, quick connect was corroded. Per functional testing, the device is leaking from the reservoir gasket, and it leaked from a crack near the quick connect. The complaint was confirmed. The root cause was a crack near the quick connect. It was unknown what caused it to become cracked. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.